Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: intermittent keypad button response with contamination of button contacts, damaged and contaminated audio bolus button, leaking internal clock battery, dim and discolored display.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed multiple call service alarms due to occlusion during priming. There was record of the time and date being reset after power off. The time and date were accurately programmed at the beginning of the investigation. On examination, the keypad was intact without damage. The audio bolus button was torn. On testing, the audio bolus button was responsive. The bolus button cover was removed for investigation and revealed contamination under the rubber cover. The ok keypad button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the ok button contact was noted to be inverted. The pump powered on normally. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. The pump appropriately performed a rewind, load and prime sequence without issue. The pump was exercised for 24 hours without alarms. The pump was opened for investigation and revealed the internal battery was leaking.